Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "during transport, device malfunctioned sending a critical battery disconnect error and stopped ventilating, they attempted to trouble shoot by plugging the device into wall plug, but that did not resolve the issue." No health consequences or impact. The case has not been reviewed yet; therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: it was reported that during patient transfer the device alarmed for 'battery communication error' and stopped ventilation, consequently, patient was ventilated manually. In an attempt to restart the ventilator, the device was connected to ac mains, however, this did not fix the problem. In contrast from attached device logs, it can be evidenced that the device did alarm for 'battery communication error', however, the ventilation continued until it was switched to standby by user. The ventilation was started again with in few seconds and continued until nearly 13 minutes and finally stopped by user again. Investigation carried out by local service engineer could not duplicate the reported fault and identify any part as defective component. Battery connector board and batteries were replaced preventively. Device s passed all tests and returned to user. This case is considered as closed.